Event description:
It was reported a pericardial effusion occurred. During a unknown procedure, a nrg needle was selected for use. An effusion was noted in the lateral wall of the left ventricular (lv). The physician was unsure of the cause, however it was noted the effusion was getting bigger. A pericardiocentesis was performed to remove 120 cc of fluid and patient was under general anesthesia. The patient was also being monitored by cts. The procedure was cancelled. The device is not expected to be returned for analysis.

Manufacturer narrative:
The medwatch report number mw5147064 did not indicate if the product will be returning for evaluation. If there is any further relevant information obtained a supplemental medwatch will be filed.